Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an anterior cruciate ligament reconstruction with meniscal repair procedure on (B)(6) 2021, it was observed that the omnispan meniscal repair 27degree device would not fire again after the first firing. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during the surgery of acl reconstruction + meniscus suture, after 1st firing, could not fire again. The complaint device was received and evaluated. The needle with the second plate and the suture was returned. The applier gun used in this procedure was not sent. On visual inspection it could be observed that the silicon sleeve has two cuts near the two laser lines mark of the needle, traces of biological matter were identified. A manufacturing record evaluation was performed for the finished device lot number: 8l09571, and no non-conformances were identified. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to the damage on the silicone sleeve, this damage could have been caused by the surrounding instrumentation used in this procedure, the damaged silicone sleeve caused a mechanical blockage to the second plate when it was going to be deployed, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.